Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels as low as 50 mg/dl; cause was unknown. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.